Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of being used. The device was cleaned using a renalin solution. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood and gas flows) the results are as follows: 238 mmhg blood side pressure drop. Reason for return was undetermined. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that on bypass, after giving cardioplegia, the customer observed a rapid increase in pressure >500mmhg and the post oxygenator pressure was 120mmhg. The act > 900 seconds. The customer stated that the temperature was 32°c. The customer stated that the priming solution used was jonos sterile, mannitol, 10000iu heparin. The use of the device was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that the pressure increased suddenly. The heparin dosing was monitored using the act to achieve an optimal therapeutic response. The only temperature noted was 32°c.